Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced poor vision quality. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was poor distance vision. Additional information has been requested but is not available at the time of this report.